Event description:
It was reported that the laser marking disappears very quickly and rust arises at these points, because the passive layer of the instrument was damaged through laser exposure at this position. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation and visual inspection showed that the product corresponded to specifications. The laser marking was out of order and rust was on the instrument. The laser inscription wears very quickly. Flash rust forms in these areas as laser inscription damages the instruments passive coating. The root cause was determined to be improper production.